Event description:
The prismaflex had premature battery failure. Three power backup batteries failed the biomed battery analyzer test. They belong to three separate devices. They are combined under one file.